Event description:
It was reported that patient ((B)(6)) suffered a fall and since that time experienced difficulty recharging the ipg. A diagnostic test found no issues with respect to impedance. Surgical intervention was undertaken to explant and replace the patient's ipg. Effective stimulation was recaptured for the patient following the procedure. The explanted device will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.